Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -10.0/+1.5/070 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
Additional data: device evaluated by MFR -device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. There was clear surgical residue on product. Visual inspection found no visible damage to lens and presence of residue on lens surface. Claim #(B)(4).